Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 400 mg/dl, while wearing the pod. At the hospital, the patient was placed on an intravenous (IV) treatment (not specified). Pod was discarded.